Event description:
It was reported by the attorney that in oct 1994, the plaintiff suffered a torn rotator cuff in the shoulder and subsequently received treatment for the injury. The shoulder was surgically repaired. The plaintiff developed an infection which required add'l surgery. No other info was provided.